Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, reached elective replacement indicator (eri) due to extended charge time measurement with a monitoring voltage measurement of 2.55 volts. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this ICD was removed from service, but has not yet been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.